Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. Gel was observed on the shell surface. Upon initial inspection, the device was severely rented within crease at the edge of the rent. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: gel mentor breast implant of unknown type. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a gel mentor memorygel breast implant 350cc and experienced rupture on the right breast implant after implantation. The rupture was diagnosed by the healthcare professional on (b)(6 2017. As a result, the patient had undergone explantation and also had the implants replaced with unspecified gel devices on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the date problem observed is (B)(6) 2009 and not (B)(6) 2017. The patient age at the time of the event was (B)(6) years old. The devices were replaced with gel mentor memorygel breast implant 285cc, catalog number shpx-285, serial number (B)(4), lot number 7501361 on the right breast implant. On (B)(6) 2018, it was reported to mentor that the device history record ( DHR) of lot number 264307 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).